Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and the display screen was found to have multiple scratches on it. The pump testing found that the bolus button was inoperable. The pump was opened and contamination was found in the button contact pin connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen had multiple scratches on it and the bolus button was inoperable due to contamination in the button contact pin connection. This report is made based on the results of evaluation.